Event description:
Due to a ventilator malfunction, the pt was removed from the ventilator. There was no pt harmed or injured as a result of the event. Covidien inspected the device and replaced the battery. The ventilator passed all testing.